Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. A cystoscopy was performed, and it was noted that the cuff was not filling properly and the system was not closing properly. The device was removed and replaced. There were no additional patient complications.